Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) did not provide sufficient information about the product and its medical application as they did not agree with the statement saying the instructions for use (IFU) for the following bard or becton dickinson product(s) provided sufficient information about the product(s) and their medical application(s) in relation to bardex i.c. 2 way foley catheter (strip pack) (french size 24) and informed that in their opinion the IFU did not provide sufficient information about the product previously mentioned and its medical application because of inadequate or insufficient training, bardex i.c. 2 way council tip foley catheter (strip pack) no french size specified and informed that in their opinion the IFU did not provide sufficient information about the product previously mentioned and its medical application because of missing information also stated that they was not able to successfully achieve hemostasis while using the large 30cc balloon because of neoplastic bleeding.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be illegible print & missing print. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.